Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician tested the cook silicone balloon hysterosalpingography injection catheter prior to implantation and observed that it does not deflate. The air only escapes once the balloon has been left lying for a long time. To-date, three units have been affected. Associated with (B)(4) (MDR # 1820334-2018-00096) and (B)(4) (MDR # 1820334-2018-01311). There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: the cook silicone balloon hysterosalpingography injection catheter was not returned. No photograph or imaging was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data and specifications was conducted. The device history record was reviewed and noted there were no non-conformance issues related to the reported failure. A review of complaint history revealed there has been two other complaints associated with the complaint device lot number 7482501. All three (3) complaints are from the same facility and for the same issue. No other complaints have been received. One device from lot 7482501 was previously returned by this customer for failure analysis for a similar complaint. The evaluation of the device found no evidence to suggest a malfunction that would have contributed to the reported failure mode. Prior to distribution, all cook silicone balloon hsg catheters are subjected to an inflation test to ensure proper balloon function. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A review of the instructions for use (IFU) noted the following warnings and precautions: warnings: always inflate the balloon with a sterile liquid. Never inflate with air, carbon dioxide or any other gas. Precautions: do not overinflate. Using excessive pressure to inflate the balloon on this device can cause the balloon to rupture. This device is designed for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. How supplied: upon removal from the package, inspect the product to ensure no damage has occurred. A definitive cause for this reported issue could not be determined. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that the physician tested the cook silicone balloon hysterosalpingography injection catheter prior to implantation and observed that it does not deflate. The air only escapes once the balloon has been left lying for a long time. To-date, three units have been affected. Associated with (B)(4) (MDR # 1820334-2018-00096) and (B)(4) (MDR # 1820334-2018-01311). There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.